Event description:
During a craniotomy procedure, the surgeon used the application instrument with alignment to fixate three clamps. The clamps were not tight and the flap wiggled back and forth. The clamps were removed, another set of clamps was used and the second set was left in the patient and the procedure was completed. This is 1 report of 2 on the same incident.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.